Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, of having high blood glucose of 600 mg/dl due to bent cannula. The current blood glucose value was 222 mg/dl at the time of call. Customer reports the following symptoms related to their high blood glucose; customer was thirsty and feeling sick. Customer reports they do not feel okay to troubleshoot. The insulin pump will be returned for analysis.